Manufacturer narrative:
H6; code 400: damaged firing mechanism (firing rack out of position). Results of evaluation: conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damage firing mechanism. No conclusion could be reached as to how this damage occurred. Comments: some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.

Event description:
Device was used during a v.a.t.s. Procedure. The dr.could not fire the instrument. There was no consequence to the pt.